Event description:
Pt had bilateral breast augmentation in 10/87 using the polyurethane implant. In the left side in the last one and half years, has gotten firmer with achiness associated with the left arm and numbness. She also has developed irritable bowel symptoms since 1986. As a result of contracture and pain on the left and ruptured implant on the right, it is medically necessary to remove these implants along with a total capsulectomy.